Event description:
A meter to health care professional meter comparison test was done, using a fingerstick, with the rptr's meter reading 163 mg/dl and the health care professional's meter (type unknown) reading 306 mg/dl. There was a 2 min time difference between tests. No symptoms were reported. During troubleshooting, the rptr stated that her confirmation dot looked marbley, so she was adding another drop of blood to her test strip until the dot turned blue. Since follow-up, the rptr has been getting expected blood glucose results.